Event description:
It was reported that while using the bd bactec¿ mgit¿ 320 system that there was a fasle negative. The following information was provided by the initial reporter: discordance false negative result.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00021 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter email: (B)(6).

Event description:
It was reported that while using the bd bactec¿ mgit¿ 320 system that there was a fasle negative. The following information was provided by the initial reporter: discordance false negative result.